Event description:
It was reported that for approximately the past six months, this right atrial lead has exhibited high impedance values and noise. A lead conductor fracture was suspected. The patient was reported as non pacer dependent and no resulting adverse patient effects were reported. To date, no revision has been communicated.

Manufacturer narrative:
Information from the local field representative confirmed this lead had been surgically abandoned during the associated device replacement, bsc cannot confirm any clinical observations due to lack of product return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that for approximately the past six months, this right atrial lead has exhibited high impedance values and noise. A lead conductor fracture was suspected. The patient was reported as non pacer dependent and no resulting adverse patient effects were reported. To date, no revision has been communicated.